Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl and ketones were large. Manual injections were administered to address bg. Customer did not know cause of event; however, customer alleged the pump did not alarm when the insulin was suspended during the night. Tandem technical support reviewed pump data and did not observe any alarm that would have suspended insulin. Basal delivery continued to be delivered throughout the night with a total of 17.9375 units (basal) delivered on (B)(6) 2019. It was also confirmed there were no incomplete bolus alerts declared overnight and each bolus requested was fully delivered. Customer maintained the pump data information was incorrect. Reportedly, customer met with a healthcare provider to discuss event.